Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The following could not be completed with the limited information provided. Weight - ni, date of event - ni, device product code - ni, expiration date - ni, manufacture date ¿ ni.

Event description:
It was reported that the stem was implanted with a standard mlt inserter that has been stored at the hospital. The inserter became lodged in the stem and could not be removed. The surgeon used a mallet to tap the bottom of the inserter and the stem and inserter eventually came out as one unit.

Manufacturer narrative:
Concomitant medical products- femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 12.5 standard offset catalog#: 00771101200 lot#: 63313113. Complaint sample was evaluated and the reported event was confirmed. An ml taper stem and a stem driver were returned for evaluation. As returned, the devices were seized together. After separating the devices, the mating features were found to exhibit damage too severe for dimensional analysis. Material hardness of the stem driver is conforming to print specification. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-00723.